Event description:
The incident was discussed with the hospital risk management specialist. Risk management indicated that the incident was not device-related. Due to misconnecting of the tubing, the infant rec'd an air embolus and subsequently expired.